Event description:
Temporary pacer placed in operating room on default settings. Vvi, rate 80, a ma10, vma10. Rate decreased to 40 as patient was requiring intrinsic beats. Pacer did not sense appropriately, and fired on a t wave sending the patient into v -tach requiring defibrillation. After defibrillation, patient returned to sustainable heart rhythm. Pacer was removed and sent to bio-med. Medtronic representative was here the next day and informed of incident. Review meeting the following day, unsure if device related.